Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number (B)(4). It was reported the patient lost effective coverage due to the l1 drg leads having migrated. As such, the patient underwent surgical intervention where the leads were replaced to resolve the issue.